Manufacturer narrative:
(B)(4). The device was not returned; therefore, an evaluation could not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. This was manifested by cloudy peritoneal effluent fluid. The patient was treated with an unreported antibiotic. The cause of the peritonitis is unknown. At the time of this report the patient had recovered from the peritonitis. No additional information is available.